Manufacturer narrative:
(B)(4). The device history review for the product weckvista 5-10-12mmx100mm ridged cannula, lot #73l1400002 investigation did not show issues related to the complaint. The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
The rotary valve went through the cannula while using endo clip appliers and other laparoscopic instruments and fell into the patient's abdomen. The piece was found and removed from the patient's abdomen before closing. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 405912rc weckvista 5-10-12mmx100mm ridged cannula for investigation. The returned device was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. The returned sample appears to be fully intact. Reference files (B)(4). Functional inspection was performed on the investigation to make sure the device could be taken apart and put back together. Nothing on the device appeared to be broken. Upon functional inspection, the device was able to be taken apart and put back together with no issues. Nothing fell apart. A corrective action is not required at this time the reported complaint could not be confirmed based upon the information provided and the sample received. No issues were found with the returned sample. The reported complaint of "fell apart during use" was not confirmed based upon the sample received. One sample was returned. Upon functional inspection, the device was able to be taken apart and put back together with no issues. Nothing appeared to other remarks: be broken on the device. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned device. No further action will be taken.

Event description:
The rotary valve went through the cannula while using endo clip appliers and other laparoscopic instruments and fell into the patient's abdomen. The piece was found and removed from the patient's abdomen before closing. The patient's condition was reported as fine.